Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No bolus delivery anomaly noted during testing. All buttons functioning properly during testing. No damage on keypad traces noted during visual inspection. Lcd connector was inspected and anomaly was noted. Device functioned properly. Device received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose, with blood glucose of 23 mg/dl at the time of the incident. The customer was at 110 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and customer believes the insulin pump over delivered. Customer also reported keypad issues. The insulin pump will be returned for analysis.